Manufacturer narrative:
Concomitant medical products: 407652 lead; 429688 lead, implanted: (B)(6) 2014. Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket hematoma and there was bleeding and pain. The patient was treated with antibiotics and the hematoma was evacuated. Six days following the evacuation, the patient presented to the emergency room with a pocket hematoma and a deep surgical site incisional infection. Additionally, interrogation revealed the left ventricular (lv) lead was not capturing at high output and the patient's heart failure worsened. The lv lead "was turned off." Also reported, the patient gained twelve pounds and became very dyspneic. A chest radiograph revealed there was subcutaneous gas surrounding the device. The implantable cardioverter defibrillator (ICD) system was removed and replaced. Of note, it was determined the event was related to the evacuation procedure. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.